Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, loss of appetite and vomiting. It was further reported the patient "seem to be suffering from suspected peritonitis"; however, this was not confirmed. The cause of the events was not reported. It was reported that the patient was hospitalized due to loss of appetite and vomiting. Treatment for the events was not reported. At the time of this report, the patient was recovered from the cloudy effluent. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, e3, h6 and h11. B5: upon follow up, it was confirmed that patient had peritonitis. The cause of the peritonitis was due to breach in aseptic technique further described as "change in caretaker". The patient was treated with injection "amikacin (unknown dose/at bedtime, intraperitoneal, discontinued) and injection heparin (unknown dose/at bedtime, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and had recovered from peritonitis. Pd therapy is ongoing. It was reported that the caretaker were retrained. No additional information is available. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.